Manufacturer narrative:
Since the product was not returned for evaluation, a metallurgical examination could not be performed. Based on the available information, the root cause for the reported event could not be determined.as per statistical evaluation no indications were found for any systematic, design, material or manufacturing related issue. Device discarded.

Event description:
During a routine distal radius fracture the 2.7mm variax distal radius torque head screw broke upon final tightening. The proper drill bit was used prior to inserting the screw. The broken screw was left in the bone.